Event description:
The MFR rep reports the pt's entire system was removed due to infection. No pt symptoms or causative agents were reported. Date of explant is unk and product has not been returned for analysis. Additional info has been requested from the hcp, but was not available on the date of this report.